Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy right upper lung cancer, radical surgery, on lung tissue, the device did not fire. During the firing process, a large resistance was encountered and the handle hummed. After returning, another load was loaded and it was found that it could not be fired. A new device was used to complete the case. There was no patient injury.